Event description:
It was reported that about 4-5 months prior, patient had "burning" sensation down her knee but that went away after reprogramming about 2 weeks to 1 month prior. After the reprogramming, patient felt the "tingling" sensation, but the "fire/burning" sensation did not occur until stimulation was on for "at least 12-24 hours". It was stated that when the stimulation was on for about half a day, the "fire" sensation started until patient turned her stimulation off and then it subsided. It was noted that the patient had her stimulation on at the time it was being reported. Patient was noted to have diabetes and feet nerve damage. Patient was also having ankle pain when stimulation was on. Additional information received 2 weeks later indicated that the patient was still having concerns regarding her device/therapy and was working with her healthcare provider (hcp) or medtronic representative, with an appointment scheduled for (B)(6) 2012. The following day, further information received indicated that the cause of the event was unknown as the patient had not contacted her hcp. It was unclear if the patient had contacted her hcp.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient still had concerns regarding their device or therapy but they were working with their doctor or medtronic representative. It was noted there was an appointment scheduled for (B)(6) 2012. Follow up from the health care provider (hcp) reported the cause of the event was unknown and that patient had not contacted the hcp's office.